Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the lead. The noise caused inhibition of pacing and resulted in the patient feeling dizzy. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition before, during and after the procedure.